Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that potential intermittent connectivity and power integrity issue. The field service engineer (fse) inspected all cables at the station neck, loosened and re-secured the wire ties to relieve strain, and replaced the internal battery. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system restarted automatically without a proper shutdown. An error message indicated that the system rebooted unexpectedly, which may be due to the system become unresponsive, crashing, or experienced an unexpected power loss. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.